Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), sparks were emitted from the electrode pads. Complainant indicated that the patient sustained first degree burns.

Manufacturer narrative:
The returned pro-padz radiolucent solid gel electrodes lot 1725c were evaluated and found in good condition, with no exposed conductive elements or damaged wiring. Both pads were covered with long strands of hair, indicating skin preparation was a factor as part of application. Electrical testing showed low pad-to-pad impedance; however, the event logs recorded a high patient impedance of 183 ohms at the time of therapy, which can cause sparking during cardioversion. High impedance is commonly associated with skin prep, proper electrode placement, or poor coupling. Based on the returned pads and event data, the high impedance was attributted to skin preparation. The instructions for use (IFU) for the pro-padz radiolucent electrodes (r1345-112 rev. J) defines the importance of proper skin preparation and electrode application and how lack of either one can lead to possible arcing and skin burns. Analysis for reports of this type has not identified an increase in trend.